Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter wherein a loss of ECG signal issue occurred. It was reported that during the afib operation, the signal interference (noise/loss) was observed on the intracardiac (ic) channels on the carto 3 system. A second catheter was used to complete the operation. There was no adverse event reported on patient. There was no recording system in use during the case. No other channels were available for the physician to monitor the patient¿s hearth rhythm. During the signal interference/loss, the affected catheter was inside the patient¿s body.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter wherein a loss of ECG signal issue occurred. On (B)(6) 2020, the biosense webster inc.¿s (bwi) product analysis lab (pal) received the complaint device for evaluation. On (B)(6) 2020, initial visual analysis found a hole on pebax, internal parts exposed and reddish-brown material inside. These findings were reviewed and it was determined the ¿hole in the pebax¿ is a reportable malfunction. On (B)(6)2020, biosense webster inc. Received additional information which indicated the physician had the body surface ECG available, but noise showed in ic ECG. Device evaluation details: on (B)(6) 2020, the device evaluation was completed. Upon receipt, the catheter was visually inspected, and it was found with reddish brown material under pebax, a hole on it and internal parts exposed. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. A manufacturing record evaluation was performed for the finished device, and no internal action related to the complaint was found during the review. The customer issue regarding bad no ECG all channels cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. All units are inspected prior leaving the facility and mre verified that this complaint unit was in good condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).